Event description:
Pt reported receiving an e8 (power interrupt) error message on the infusion device. Pt reported verifying the error message with several batteries tested. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation. Preliminary testing on the infusion device revealed the down button is always active. Due to mechanical influence, the snap dome of the down button is pressed through and this source led an always activated down button and unclearable e8 error messages.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.